Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient came back in for second procedure several years after the device was used, during the procedure, surgeon retrieved a broken piece of a trocar from patient's abdominal cavity. The broken piece retrieved came from the trocar that was used several years prior. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.